Event description:
It was reported that the 9600+ system presented a "saturation fault" during a case. Another system was used to finish the case. There was no report of patient injury.

Manufacturer narrative:
The customer cancelled the service call. Advised that they will seek third party service. No additional information.